Event description:
During the procedure after insertion of the fast-cath hemostatis introducer sheath, it was identified by the anesthesiologist that the introducer was leaking from the hemostatic valve. No health consequences were reported.

Manufacturer narrative:
Product evaluation: the reported event of "leaking at hemostatic valve" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.